Event description:
Same case as MFR#: 2134265-2012-07166, 2134265-2012-07106. It was reported that post a stenting treatment procedure, patient complications occurred. In (B)(6) 2012, the lesion being treated was located in the right coronary artery (rca). The physician implanted 3 promus element plus stents (2.25x8mm, 2.25x12mm, and 2.5x12mm). The patient has begun to experience complications post procedure. When the patient crosses his arms, when he is sleeping, he feels palpitations and needs to uncross them. The patient can't sleep on his back, needs to take deep breaths all the time, and legs hurt. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).